Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced an event on (B)(6) 2025 where the tubing was damaged and insulin was coming from the bottom of the set. The blood glucose level of the patient was 17.5 mmol/l which was treated by correction bolus via pump. No further information available.